Event description:
It was reported that the patient experienced a loss of stimulation due to paddle lead migration which was confirmed through imaging. The patient underwent a revision procedure where the paddle lead was placed back into the epidural space. The patient was doing well postoperatively. The lead remains implanted and in use.